Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with mdrs # 1225714-2014-02798, 1225714-2014-02799, 1225714-2014-02800 and 1225714-2014-02801.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.